Event description:
It was reported that the device would give an energy fault message while charging energy. The device would not charge at a 10 joules setting and charged up to only 95 joules for any energy levels over 100. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the power conversion pcb parts information to repair the device. Follow up with the customer confirmed that a power conversion pcb assembly replacement resolved the reported failure. The device was then placed back to service for use. The removed assembly has not been returned to physio-control for evaluation, therefore, further investigation on the reported failure could not be performed.